Event description:
In 2004, a pt was treated for an osteoporotic compression fracture of l4. The procedure was reported as uneventful and the pt discharged. Ten days postoperative the pt was seen in follow-up for bleeding from one of the incision sites. Pt was hospitalized and noted to have a 2 gram blood loss over 2 hours. An angiogram was performed which revealed a pulsatile lesion of a branch of the segmental artery at l4. An interventional radiologist was able to embolize the vessel at the site of bleeding. The pt was discharged without further complication.